Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise causing automatic mode switches, with noise recreated with isometrics. The patient was asymptomatic. The device was reprogrammed resulting with noise still present, not as much. The patient would be monitored.